Event description:
In this case, it was reported that the patient expired during aortic valve replacement surgery due to myocardial failure. Per the operative report: "the aortic valve was initially replaced with a 21 mm bovine pericardial bioprosthesis (carpentier-edwards magna 3000 series with tfx). ...the initial prosthesis, when weaned from cardiopulmonary bypass demonstrated central aortic regurgitation thought secondary to deformation of the valve and failure of adequate coaptation of the leaflets. The aortic root was severely calcified and atherosclerotic throughout its extent. The initial valve was then removed... It was definitively found to be severely insufficient. Therefore, the patient was placed back on cardiopulmonary bypass and the valve was removed. ...we performed an aortic root enlargement procedure... This opened the root enough to permit a 23 mm bovine pericardial bioprosthesis (23 mm carpentier-edwards 2800 series with tfx). This valve was successfully mounted... The patient failed to wean from cardiopulmonary bypass the second time... And expired in the operating room from primary myocardial failure."

Manufacturer narrative:
It was reported that the patient expired during aortic valve replacement. The patient was unable to wean off of cardiopulmonary bypass and expired from "myocardial failure." The family declined and autopsy. Unfortunately, there is insufficient information to conclusively determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Of note, this patient also had another edwards valve involved with this surgery. Please reference MFR report #2015691-2013-21064.